Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. The device remains in service at this time and no adverse patient effects were reported. It was additionally reported that the power consumption by the pacemaker was 143%. Technical services review confirmed that there was no evidence of premature battery depletion. The high power consumption was due to the patient's constant atrial fibrillation. It was recommended to consider programming the pacemaker to vvir, with atrial sensing off, in an effort to reduce power consumption. The pacemaker remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. The device remains in service at this time and no adverse patient effects were reported.